Event description:
A caller reported that their pump screen was dark and would not turn on. There was no reported impact to customer's blood glucose. The customer was instructed to attempt various troubleshooting steps without success, leading to a decision to replace the pump. The customer agreed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the pump was under warranty and arranged for a replacement pump to be sent, instructing the customer to return the faulty pump using a pre-paid shipping label.